Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to calibrate. The customer's blood glucose was over 400 mg/dl. Customer states blood glucose was 195 mg/dl when they woke up and then when she first realized she had high blood glucose it was 435 mg/dl. The customer states her blood glucose was 456 mg/dl then her blood glucose was 285 mg/dl. The customer also had sensor glucose value not available. Troubleshoot was performed. The products were not returned for analysis.